Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that there was no flow through one (1) small volume folfusor. The patient had been connected to the device for therapy; however, returned to the hospital with a full folfusor and no medication delivered. This event involved a patient with no consequences. No additional information is available.